Manufacturer narrative:
The device and defibrillation lead were returned. Upon receipt, the device was throughly inspected and analyzed. Visual inspection noted all seal plugs to be intact. The device was subjected to series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. A review of the electrogram confirmed oversensing on the right ventricular channel and confirmed that the shock did accelerate the patient's rhythm into vf prior to the patient's death. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a separation of the gore covering from the medial adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead demonstrated oversensing of the patient's atrial rhythm on the ventricular channel. R-wave measurements were decreasing. The patient received an inappropriate shock for supra ventricular tachycardia (svt). It was suspected that the shock accelerated the patient's arrhythmia into ventricular fibrillation (vf). The patient subsequently expired.